Event description:
It was reported there was difficulty aspirating fluid through the catheter access port (cap). The patient experienced an overdose with symptoms of drowsiness. The patient recently had a new implant put in with 10mg/ml concentration morphine. The healthcare professional refilled the reservoir today with 1mg/ml concentration. They were attempting to clear the system from the old concentration but could not aspirate through the cap. The hcp was confident that they were in the cap. The patient was repositioned; they tried a new needle and were still unable to aspirate. Additional information has been requested but was not available at the time of this report